Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturer representative (rep). Rep spoke with the patient and his daughter (rep), and pt stated that stimulation is helping with all his painful areas as expected and is working appropriately. At this time, pt states that he is pleased and does not need reprogramming. Rep have updated the physician with this information as well.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received from manufacturer representative (rep). Rep stated that the cause of patient getting stimulation to the legs and not the spine has not yet been determined. Rep have reached out to the patient to set up a reprogramming session, which should provide more insight as to what was going on. Rep have reached out to the patient to set up a reprogramming session, which will allow rep an opportunity to provide the patient with better coverage of his painful areas. The issue has not been resolved, but rep will provide an update after a reprogramming session is completed. This will be confirmed with the physician when scheduling the reprogramming session, as this is the first rep have heard of issues from this patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a new out-of-box controller does not recognize the battery pack is installed. Rep said the controller also resets randomly. Patient (pt) called back stating they received the controller and battery pack. Pt reported they charged their controller but yesterday they could not get the 'other part' to work. Both legs felt like they were sleeping and finally just wore out. Pt called for help pairing the new controller. Walked pt through the set up process. Pt clicked on ok and skipped through setting up date and time. Pt paired the controller and it displayed ins was empty and needed to be recharged. Asked if pt was instructed to start recharging yet. Pt said yes. Reviewed to charge the implant and then pt can go back and update date and time. Pt might call back for assistance updating the date and time. Patient rep ( representative) mentioned the patient called before. Patient rep mentioned patient was not getting any stimulation to the spine only their legs and it's messing with the patient's walking. Patient rep mentioned patient need stimulation in their back more. Agent walked patient rep through adjusting stimulation; patient rep was able to adjust stimulation but the patient was able to feel stimulation in both their legs. Agent reviewed the therapy on/off button with patient rep. Patient rep requested a patient manual and agent placed an order for the manual.